Manufacturer narrative:
The returned device was evaluated and the pdm (personal diabetes manager) successfully powered on. Data was able to be extracted. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. Pdm was able to communicate with a pod and deliver a 5-unit bolus with no issues. Pdm was also able to administer a 1-unit bolus at a 5-ft distance without interruptions. No abnormalities were seen in pod data. Pdm¿s bg meter was tested with the strip simulation tester. All bg readings were found to be within specification. Key functionality was tested, and all keys worked as intended.correction to d(4): lot number changed from unavailable to l61252. Sequence number changed from unavailable to (B)(6). Unique identifier number corrected changed from (B)(4) to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level had decreased to below 50 mg/dl. The patient believes the pdm (personal diabetes manager) had a malfunction. As treatment a bolus was given of 5.2 units of insulin. In addition the patient was given (B)(6) nasal spray.